Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual incident, determined that the patient order was not crossed over. A technical support specialist (tss) dialed into the server, logged into patient encounter system (pes), and verified that the patient status was preadmit. A patient cast was run and confirmed that the admit message was not successfully processed, resulting in an unhandled processing error. Per knowledge article "admitted patients appear pre-admitted", the customer was advised to contact admit discharge transfer (adt) to resend an a01, a04, or a10 message so the patient could cross over to the station. Product support engineer (pse) confirmed that the hospital was able to resend messages after a service restart. Tss observed that pyxis received multiple order, discontinue, and cancel messages for the patient, but an error occurred indicating a concurrent collection update issue, causing messages to be rejected by es. Tss dialed into the care fusion coordination engine (cce) server, traced hl7 messages, and confirmed that only one patient was affected, while other messages flowed correctly. No blocking was found on cce, and the issue appeared to be upstream. Further review identified a flaw in a released es stored procedure that prevented proper processing, and a jira ticket was initiated by pse. The customer was advised to ensure that valid adt admit messages (a01, a04, or a10) were resent. Admit discharge transfer (adt) messaging was confirmed to be flowing correctly overall, and the issue was determined to be hospital side. The case remained pending for a pse update regarding the server script fix.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient order was not crossing. However, there were no delays or adverse events or injuries reported based on this event.